Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The patient stated the following: she had a reaction to the electrodes. Her skin lifted after taking off one (1) electrode. She saw a dermatologist and was given some duraderma. The patient was advised not to use device until healed.